Event description:
Device issue: none. Adverse event: interstitial pneumonia. Onset of adverse event: post procedure. It was reported that during the procedure on (B)(6) 2010, a promus 2.5 x28, 3.0 x28 and a 3.0 x18 were implanted, all overlapping, in the mid right coronary artery. At the end of (B)(6), the pt suffered interstitial pneumonia. Though requested, no add'l info was provided. (B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the pt. A f/u report will be submitted with all add'l relevant info. The 2.5 x 28 mm promus (1009539-28b, unk) and 3.0 x 18 mm promus (1009541-18b, unk) are being reported under separate medwatch report numbers.